Manufacturer narrative:
(B)(4). Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed as a fiber leak due to a short fiber noted during gross visual examination of the dialyzer. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate fmcna provided adapter and blood port caps. The fibers were wet with indication of blood exposure; the fiber bundle was tinged from blood residue. During gross visual examination of the sample, the complaint investigator observed a short fiber on the circumference of the fiber bundle on the non-cavity ID end. The returned sample was subjected to a laboratory bubble point test where the complaint investigator observed a steady stream of bubbles, corresponding in location to the short fiber observed during gross visual examination, originating from the non-cavity ID end cut surface. Further examination of the fiber bundle did not identify any additional damage or irregularities; specifically, no broken, loose fiber fragments, kinked, looped, or additional short fibers were identified. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.